Event description:
It was reported that the pulsavac plus wound debridement system fan spray kit did not function when the switch was turned on. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR for eval. A device history records review was performed for part number 00-5150-4750-00, lot 61792131. This device was manufactured and placed into inventory on 06/01/2011. There were no related non-conformances. Eval of the device observed the unit did not function when engaging the switch. Inspection of the battery pack displayed corrosion on the batteries and the battery pack terminals. Continuity of the gun and switch was normal. The battery pack was not a full charge, individual battery charges ranged from 0 volts to 1.5 volts. Various stages of corrosion were witnessed on the battery pack terminal and the battery ends. Several batteries displayed leakage. The device also failed to operate with all fresh batteries and the battery pack still displayed low voltage when tested due to the corrosion on the battery pack terminal. The customer's reported event was confirmed. The most likely cause for this event is the corrosion of the battery pack terminal due to the degradation of the batteries. The cause for the battery degradation is undetermined. The device was serviced and returned to the customer.